Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation. The customer's report was verified and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. The board was sent to zoll chelmsford for further evaluation. Evaluation of the pd engine board observed the issue; however, the cause of the fault could not be determined. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.